Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being treated by paramedics for hypoglycemia, with blood glucose of 22 mg/dl. The customer stated that prior to the event he was sweating and had hit his head on the floor. The customer also stated that he has had episodes of low blood glucose levels for the past month. The customer then stated that he had last changed his infusion set two days before the event. Programming was correct. Nothing further was reported.